Event description:
It was reported that during device replacement, the superior vena cava (svc) coil impedance was low when attached both to the svc and the high voltage b (hvb) port. An insulation breach on the svc coil was suspected. The doctor decided to leave the lead in the patient and programmed the svc coil off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.